Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for high out of range pace impedances on the right ventricular (rv) lead. Review found the impedances have been spiking to out of range values over the past year. Troubleshooting was recommended; however, at this time, further information was requested, but could not be obtained. The rv lead is another manufacturer's product. The system remains in service and no adverse patient effects have been reported.